Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a ribbon cable, which was not properly seated on to the button board assembly. It is unclear how/when the cable became loose. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.